Manufacturer narrative:
Other, other text: the device was returned in used condition without original package. The returned sample was visually inspected under normal conditions of illumination. Inflation line was found to be obstructed; the complaint was confirmed. The device history record review revealed no non-conformances reported during the manufacture of this lot.

Event description:
It was reported that during the pre-use check, the lumen of the tube was found obstructed, not allowing air to be put in it. No patient injury.